Event description:
Lap chole - "dr. Was putting a clip on the cystic artery and the clip applier cut the artery. No clip was loaded in the jaws. A second clip applier was opened and the bleeding was stopped. Patient lost 25cc of blood. No other events were noted." Patient status and intervention: "patient bleeding was stopped with second clip applier and no other intervention was required."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the device would not fire or load clips. Engineering disassembled the unit and found that the device and its components were free of damage and met all specifications; however, excessive tissue and debris were noted near and around the clip channel, which prevented the unit from firing. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. All contacting edges of the jaws are rounded and there are no sharp edges exposed on the distal end of the clip applier. The instructions for use (IFU) warns the user to "not twist or torque the clip applier jaws excessively when positioning or firing on a tubular structure or vessel." This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.